Manufacturer narrative:
(B)(4).   To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.(B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and two mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted a small piece of mesh in the preperitoneal space that was placed at the previous hernia repair which was exactly at the site of the abdominal pain. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2018 during which the surgeon noted after finding a large amount of the colon within the hernia, he carefully took down all of the adhesions. It was reported that the patient experienced severe pain, dense adhesions, nausea, bulging, inflammation, stress and anxiety. No additional information is provided.